Manufacturer narrative:
The product is available for analysis. Add'l info will be submitted within 30 days upon receipt.

Event description:
No info was provided about the target vessel characteristics or the pt. It was noticed that there was a hole in the catheter of the hydrolyser system while it was delivered over the guide wire (radifocus, terumo). The procedure was completed using other new product. There was no pt injury. The device was not resterilized.